Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services (bcs), the following information was reported. On an unreported date, the patient experienced constipation. On an unknown date, the patient experienced peritonitis due to constipation and was hospitalized for the event. Treatment rendered was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd892638. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as no sample was returned for evaluation. Therefore the cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.